Event description:
The mother of a male pt reported that her son has been experiencing the infusion set tubing kinking and occluding. When this occurs she reported that her son experiences elevated blood glucose values (400-500 mg/dl). His normal values are around 100 mg/dl. The mother reported that he will experience thirst, hunger and fatigue. She stated that she will change the infusion set, administer a bolus, and his blood glucose values will return to normal. No medical assistance was required. Product was requested to be returned for eval.